Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our canadian affiliate, during a 23mm sapien 3 procedure in the aortic position, the 14fr esheath was inserted with no issues and a bav was not performed prior to implantation. Towards the end of deployment, blood was noticed inside the syringe indicating a balloon rupture. An angiogram revealed moderate paravalvular leak (pvl) and confirmed the valve was not fully deployed due to the balloon rupture occurring during the final seconds of deployment. The device will be returned for evaluation. As noted, air was travelling from the partially deployed valve and can be seen travelling through the right coronary artery causing an st elevation, which later resolved and caused no harm to the patient. The delivery system was slowly and carefully removed through the esheath and a non-edwards balloon valvuloplasty catheter (bav) was used to perform post dilation. Images demonstrated trivial pvl post dilatation. There was no impact to the patient and the patient was discharged. As reported, the device was successfully de-aired. The lvot was reported as having minimal calcium.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: balloon burst longitudinally, and the inflation balloon remained pleated. There does not appear to be missing balloon material. Functional testing was not performed due to the nature of the complaint (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the edges of the burst location and was found to be within specification. Based on technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A device history record review is not required. The complaint for was confirmed, but no manufacturing nonconformities were found in the returned sample during evaluation. A detailed root cause analysis for similar returned complaints has been written by edwards and summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The burst occurred during balloon inflation to deploy the thv, placing the balloon in the annulus during the burst. The presence of calcification can create a challenging anatomy for balloon inflation. Per the complaint case notes, calcification in the annulus and leaflets were described as moderate. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). The existing technical summary contains root cause analysis on balloon bursts in a calcified annulus. Based on the results of the evaluation, it is likely that patient factors (annulus/leaflets calcification) contributed to the reported event. The technical summary is deemed to be applicable to the current evaluation. The complaint occurrence rate did not exceed the january 2020 control limit for the applicable complaint trend category.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.